Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201329), being used with the complaint receiver, was returned on 11/12/2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, the receiver (part number stk-dr-pnk/serial number (B)(4)/lot number 5202021), was also returned for evaluation. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.